Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The selective common gas outlet was replaced to resolve the issue. Block a: no patient information provided to date after requests 03/18/26 and 03/20/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen (o2) concentration during a case. There was no patient injury.